Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-4600c, lot: 22326470, description: suretek burr hole cover kit.

Event description:
A report was received that the patient experienced insufficient therapy due to the lead placement. The patient underwent a revision procedure wherein the lead was replaced. Per the physician assessment there was no malfunction suspected of the device. The physician confirmed that the side effect of insufficient therapy was due to the initial placement of the lead. The physician elected to replace the burr hole cover due to scar tissue. The physician also elected to use electro cautery during the revision procedure. The patient is doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. Physician's implant manual (B)(6).